Event description:
On (B)(6) 2013 the reporter contacted animas alleging a history settings issue. Reportedly, the patient¿s meter was not calculating bolus amounts correctly and was requiring higher amounts of insulin. The pump and meter are paired. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.